Event description:
Unintentional self run of the beds head section.

Manufacturer narrative:
The facilities maintenance investigated and found the siderail control board appeared to be wet. The siderail control board were cleaned; the bed was tested and functioned properly.